Event description:
The sales representative reported that on (B) (6) 2009, he received a surgical kit in which the sequoia speedlink adjustable length transverse connector was disassembled. The malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
There was no pt involvement. Product was not implanted. Requests have been made for the return of the product. Device manufacture date is unk. Eval is pending.